Event description:
It was reported that patient expired unrelated to the device system. Upon interrogation at a funeral home, episodes of non-sustained rv oversensing due to intermittent ventricular undersensing was observed. No further information is available.